Manufacturer narrative:
(B)(4). As the homechoice (hc) was not returned, a device analysis could not be completed. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history found nothing that would have contributed to the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain alarm occurred during drain four on the home choice (hc). The hp stated they did not have any symptoms related to the event. The tsr reviewed the therapy. The total ultra filtration (uf) equaled 1524ml, the fill volume (fv) equaled 2000ml, the cycle four uf equaled 2197ml, the cycle three uf equaled -225ml, the cycle two uf equaled -212ml, and the cycle one uf equaled -236ml. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review and service history review will be performed. Should additional relevant information become available, a follow-up report will be submitted.